Event description:
Additional information was received. It was reported that the patient had a pump and catheter replacement procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. Analysis of the catheter noted the complete cut catheter was returned still attached to the pump. A patency test showed the catheter was patent. Catheter sutureless connector coring-tears-cuts in the seal were noted, and met leak criteria. Analysis of the pump found no anomaly.

Event description:
It was reported that for the past 7 months patient had had "withdrawal like symptoms/ underdose symptoms" every few weeks for couple of days"; symptoms included nausea and sweating during these times. In addition a seroma were also reported. On the date of this report a catheter dye study was performed. Per reporter the healthcare provider (hcp) was able to aspirate the catheter without any problems and a clear flow of dye was seen throughout catheter without any kinks, breaks, or occlusions. However per the hcp only potential problem seen was that distal to anchor, there was "a loop" in the catheter and that had "potential to kink". Drug delivered via the device was infumorph. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.